Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead and catheters could not pass thru the sinus coronary. The physician decided to end the procedure. The patient was stable.